Event description:
Legal counsel for the patient reported that the patient underwent left m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2007, allegedly due to pain, swelling, inflammation, tissue/bone destruction, lack of mobility, dysfunction, metallosis and elevated cobalt levels. The head and adapter were removed and replaced. Review of invoice history indicated another revision occurred (B)(6) 2007, allegedly due to infection. The components were removed and replaced with spacer molds. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." This report is number 5 of 6 mdrs filed for this event (reference 1825034-2013-02183 / 02188). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left m2a hip arthroplasty on (B)(6) 2006. Patient¿s legal counsel further reported that a revision procedure was performed on (B)(6) 2007 allegedly due to pain, swelling, tissue/bone destruction, lack of mobility, dysfunction, metallosis and elevated cobalt levels. A review of invoice history confirmed the modular head and taper adapter were removed and replaced during the revision procedure. Review of invoice history also found that a revision procedure was performed on (B)(6) 2007 to remove the femoral stem and modular head and replace them with an antibiotic cement mold due to infection. Additional information received in patient operative notes confirm that a subsequent revision procedure was performed on (B)(6) 2007 to remove the cement spacer mold and acetabular component. The items were replaced with a competitor hip system. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. This report is number 5 of 6 mdrs filed for this event (reference 1825034-2013-02183 / 02188).